Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clincian had a channel disconnect and ¿red alarm during transfer¿. The clinician reset the channels noting that at first the issue affected a couple of channels but then at one point it affected all of the channels. The patient was receiving sedation, and the nurse had to quickly ¿do the math¿ for the infusions. The clinician noted that pump issues generally seem to occur with ¿slight movement or bumping of devices¿. This was observed by bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an channel disconnect and ¿red alarm during transfer was not determined because no products or device logs were returned.

Event description:
It was reported that the clincian had a channel disconnect and ¿red alarm during transfer¿. The clinician reset the channels noting that at first the issue affected a couple of channels but then at one point it affected all of the channels. The patient was receiving sedation, and the nurse had to quickly ¿do the math¿ for the infusions. The clinician noted that pump issues generally seem to occur with ¿slight movement or bumping of devices¿. This was observed by bd representatives during their site visit. There was patient involvement and no harm.